Event description:
It was reported through a medwatch form that the patient was admitted as a consequence of chronic and very complicated polymicrobial left ventricular assist device (lvad)-related infection to include the central components of the lvad. Also, a chronically draining fistula to the abdominal space presented with a large inoperable fluid collection in the subxyphoid region and methicillin-resistant staphylococcus aureus bacteremia. The patient entered palliative care and requested do-not-resuscitate order (dnr status). The patient was discharged home with palliative IV vancomycin. The patient passed away in the home. The patient was not a candidate for additional lvad exchange and not a transplant candidate.

Manufacturer narrative:
Section b5: medwatch form (B)(4). Previous driveline infection reported under MFR # 2916596-2021-05835, MFR # 2916596-2021-05788, and MFR # 2916596-2020-02903. Manufacturer's investigation conclusion: the patient passed away. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09may2019. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09 may 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.